Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) discussed possible causes and recommended performing a commanded shock. This lead remains in service. No adverse patient effects were reported.